Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that when patient presented in-clinic, episodes of non-sustained rv oversensing was observed via egms due to intermittent post-sensed t-wave oversensing caused by variability r-wave. The r-waves were observed to be the same amplitude as the oversensed t-wave. No programming changes were made at this time, and the patient will continue to be monitored.

Event description:
It was reported that the patient presented to the clinic with fluttering sensation in her chest. Upon review, ventricular undersensing was observed. The device was undersensing the r-wave and ventricular pacing afterwards. The r-wave was being undersensed due sensitivity settings. Programming changes were made.